Event description:
It was reported that a few different patients have suffered from denuded skin and/or dermatitis under allevyn gentle dressings used under compression.

Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no additional information requested or sample for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. An investigation into the manufacturing paperwork associated with this product code and lot has been carried out. This review detailed that manufacture of the product had occurred in accordance with defined procedures and specifications. Due to the nature of the reported issue this has been passed to one of our medical specialists who have made the following comments. ¿insufficient clinically relevant supporting documentation was provided to perform a thorough medical investigation. Therefore, no further medical assessment is warranted at this time. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.